Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) unit observed lines through the screen. There was no patient involvement reported.